Event description:
The physician attempted arteriotomy closure with the techstar xl6 fr. Device. Only one needle was deployed. When the doctor pulled back on the hub of the device the device broke in half. The pt went to the surgery to have the device removed by dr. It was noted by the hospital that the pt had severe scar tissue from previous heart catheterization. The device was returned to the perclose clinical specialist on 9/20/99 but the rep did not send in the device nor report the complaint to the appropriate department. The company was recently made aware of this event on august 3, 2001. The clinical specialist is no longer an employee of perclose and thus, no retraining of the proper proedure for handling complaints and returned devices could be conducted.